Event description:
The customer reported the ventilator power cord sparked when plugged into an ac receptacle. The customer reported the ventilator was on use on a patient, but there was no patient harm. The manufacturer's service technician confirmed the reported problem. The service technician replaced the power cord to complete the repair. Extended self testing (est) was completed and passed to operating specifications. The power cord was returned to the manufacturer for analysis and it was reported the hot and neutral posts were bent due to product abuse. During service, the manufacturer's service technician noted a diagnostic code in the ventilator log history that indicated a vent inop occurrence. The customer did not report the occurrence during any previous usage. Applicable testing was performed during final testing and the occurrence was not duplicated.